Event description:
It was reported that that the patient experienced an allergic reaction on the arm while wearing the pod between 37 and 48 hours. The pod did not adhere to the skin and a new pod was applied.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. No damages or defects were observed with the adhesive pad or bottom housing that would cause an allergic reaction or failure to adhere. The exact cause of the reported adhesive complaints could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.